Event description:
It was reported that during a percutaneous coronary interventional drug eluting stenting procedure, a shaft fracture occurred. The lesion was located in the middle segment of the left circumflex coronary artery (lcx-m). The tortuosity of the vessel is unknown, and the degree of stenosis and calcification are unknown. The specific events of the procedure are unknown. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's condition is reported as "good."

Manufacturer narrative:
Device analysis: visual and microscopic analysis of the returned device revealed that the hypotube had broken approximately 61cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The most probable root cause of the reported complaint can be attributed to handling damage.